Manufacturer narrative:
.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced successfully on (B)(6) 2014.